Event description:
It was reported that problems with device interrogation with the programmer and radio-frequency (rf) head were occurring; there were consistent problems with gaining access to telemetry. The device nurse indicated there was an issue with electro-magnetic interference and inability to gain telemetry access at this office location. Of note, multiple devices were successfully interrogated for demonstrative purposes with this programmer and rf head. The rf head was changed out to complete the testing and a new rf head was ordered. The rf head was returned for repair. At this time the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; rf (radio frequency) passed functional test and was able to interrogate devices using a known good programmer. Analysis found the rf head label was missing the laminate and lens on the rf head upper case was cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).